Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported that a patient enrolled in the swedish adjustable gastric band registry had an anterior band slippage on the (B)(6) 2010. The band was repositioned. The band and port are still implanted.